Manufacturer narrative:
H6: device received in a condition which made analysis impossible. Unable to test returned test strips because they expired.

Event description:
It was reported the patient received the following results within 15 minutes: 228 mg/dl and 79 mg/dl.